Manufacturer narrative:
Unk if sample is available for investigation. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.

Event description:
This complaint was received via a medwatch report from FDA on (B)(6) 2010. The event is reported as: the soft plastic portion of the bite block detached and was swallowed by a male pt who had been admitted for a head injury. Condition of pt is currently unk. Add'l info was requested but not received at time of this report.